Event description:
It was reported that the patient's device was unable to be communicated with during the explant surgery. It was reported that the vns was never turned on after implant. The patient has been seizure free for a period of time now. Since patient was "messing" with the vns, the caregivers they elected to remove the device. However, before the explant procedure, the surgeon was unable to communicate with the device. No additional relevant information has been received.